Manufacturer narrative:
This report is associated with (B)(4), polident whitening tablets. Qa results from 09 june 2017: a review of internal records found no evidence of issues noted to have occurred during the packaging of the batch that would have contributed to the complaint issue reported. The batch record for the subject lot was reviewed. All sample evaluations performed throughout the packaging process were noted to have passed, meeting specifications per the product finished packaging specification. All printed components used in the packaging were verified as correct for the formulas and market. The batch met finished product release specifications. All retention samples were determined to be representative of the printed components charged to the batch packaging run. The product is marketed for a specific intended use. All ingredients used in the manufacturer of polident are FDA approved to be safe and effective for the intended use. Product packaging contains specific instruction for use and caution information to specifically warn consumers not to ingest. Based on the complaint being associated with use of the product beyond the intended use and in conflict with product packaging use instructions and specific caution statements, this complaint is determined to be unsubstantiated as a product safety issue related to the product when used as intended.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) patient who received double salt denture cleanser (polident whitening tablets) tablet (batch number mi231613b, expiry date september 2019) for drug use for unknown indication. On (B)(6) 2017, the patient started polident whitening tablets. On (B)(6) 2017, 0 min after starting polident whitening tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). Polident whitening tablets was discontinued on (B)(6) 2017 (dechallenge: unknown). On an unknown date, the outcome of the accidental device ingestion was not reported. It was unknown if the reporter considered the accidental device ingestion to be related to polident whitening tablets. Additional information: the reporter stated that her grandchildren might have accidently ingested some of the polident whitening tablets product, she was not sure of the exact number of tablets ingested but she said maybe 1 whole tablet was ingested by the 3 children. She stated that they were playing with it and that she gave them some milk to neutralize it. The reporter stated they were fine and playing now. She stated that the kids were 2 boys and 1 girl and provided their ages in no specific order as 3, 5, and 6. Follow-up information received on 09 june 2017: this case is associated with a product quality complaint. Final qa investigation deemed the complaint to be not substantiated.

Manufacturer narrative:
MFR 1020379-2017-00044 is associated with argus case (B)(4), polident whitening tablets.

Event description:
Possible accidental ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) patient who received double salt denture cleanser (polident whitening tablets) tablet (batch number mi231613b, expiry date september 2019) for drug use for unknown indication. On (B)(6) 2017, the patient started polident whitening tablets. On (B)(6) 2017, 0 min after starting polident whitening tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). Polident whitening tablets was discontinued on (B)(6) 2017 (dechallenge: unknown). On an unknown date, the outcome of the accidental device ingestion was not reported. It was unknown if the reporter considered the accidental device ingestion to be related to polident whitening tablets. Additional information: the reporter stated that her grandchildren might have accidently ingested some of the polident whitening tablets product, she was not sure of the exact number of tablets ingested but she said maybe 1 whole tablet was ingested by the 3 children. She stated that they were playing with it and that she gave them some milk to neutralize it. The reporter stated they were fine and playing now. She stated that the kids were 2 boys and 1 girl and provided their ages in no specific order as (B)(6).